Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of basket wire completely detached.

Event description:
It was reported that during the procedure a zero tip basket was inserted inside the patient through the navigator; however, the tip of the basket came off inside the patient. It was reported that the basket was removed with a grasping forceps and the procedure was completed with another of the same device with no patient complications.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of basket wire completely detached. Block h11: investigation results the returned zero tip basket was analyzed, and a visual evaluation noted that the device returned with the basket on its open position. It was also noted that the handle was returned in good conditions. Additionally, the basket returned detached/separated from the notched cannula and was found bent/kinked in the center. However, there was no evidence of basket wire break since the basket returned in good conditions. Microscopic examination was performed, and it was noticed that the sheath was bent/kinked at the distal section. Destructive examination was performed, and it was visible that the pull wire attached to the notch cannula. It was also noticed that a glue was inside the notch cannula, and it was possible to see the 8 crimp marks which can confirm the basket was assembled to that section. With all the available information, boston scientific concludes that the reported event of basket wire break was not confirmed. After visual and microscope inspections in the complaint device, it was not possible to identify any evidence of the alleged issue on the device. Also, the evidence from the product record review did not identify a potential product quality issue or new patient harm. These could also be related to handling and manipulation of the device during procedure, it is probable that an excess of force applied to the device such as operational factors during their use could cause these adverse damages observed. Therefore, based on the information gathered, the most probable cause cannot be established since the investigation findings do not lead to a clear conclusion about the cause of the adverse event, cause not established is selected as the most probable cause for the complaint.

Event description:
It was reported that during the procedure a zero tip basket was inserted inside the patient through the navigator; however, the tip of the basket came off inside the patient. It was reported that the basket was removed with a grasping forceps and the procedure was completed with another of the same device with no patient complications.